Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the purewick urine collection system was not suctioning. Lms representative performed troubleshooting and purewick failed. Tcm to send biobox. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no cracks present. There was no residue present. The stop valve was working properly. There was light and sound indicating function. The device passed tm0301240, revision 3 with a value of 2.045 slpm at device start and 2.099 slpm at 10 seconds. Once the system was powered on and ran for 30 seconds, the device passed tm0301254 revision 3 by showing a 500g increase in 18.53 seconds. As the reported event is unconfirmed a risk review and labeling review are not required. A DHR review is not required as the event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the purewick urine collection system was not suctioning. Lms representative performed troubleshooting and purewick failed. Tcm to send biobox. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).